Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical supporting documents have been provided for inclusion in a medical assessment. Therefore, no clinical assessment can be rendered at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that a revision surgery was performed due to patient with pain and dissatisfaction.